Event description:
Lap chole - "clips were not aligning correctly. New clip had to be opened. (B)(6) performed case." Pt status: good.

Manufacturer narrative:
Ra has just received the incident device and has been assisted to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.